Event description:
During a stenting procedure, a cypher (3.5/23mm) dislodged in the aorta abdominalis. Another guiding catheter (launcher8fr) was used and the stent was removed with a snare. This pt was admitted to the hospital for cardiac intervention. The pt was taken electively to the cardiac cath lab, where angiography revealed a 100% occluded, heavily calcified lesion in the proximal rca. Heparin was administered via IV. A 6fr launcher guiding catheter was placed in the right coronary cusp, and a athlete guidewire was advanced the lesion site and into the distal vessel. There were no difficulties in accessing or wiring the vessel noted. The proximal rca lesion was predilated with a 2.5 x 20mm vento balloon (pressure unk). A 3.5 x 23mm cypher stent was advanced, but failed to cross the lesion site. As the physician withdrew the cypher sds back into the guiding catheter, he felt resistance; therefore, he removed the sda, wire and a guider as a single unit. The stent dislodged from the sds in the abdominal aorta. The guiding catheter was exchanged for an 8fr launcher and the stent was successfully removed with a snare device.